Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Patient reported obtaining a capillary result of 4.4 inr when testing on the coaguchek xs system. Patient stated that, 2 hours and 15 minutes later, a laboratory test (sample type not provided) was performed yielding a result of 3.3 inr. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.